Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient started having problems and the therapy had been off for probably a week. They said patient went to their managing physician's office and therapy was turned back on. Caller said the external equipment wasn't working to connect to the implant, they would just get select communicator when they tried to use the dbstherapy application. Caller said they would scan the code off the communicator but this didn't resolve the issue. During the call the communicator was hard reset and issue was resolved. The implant battery showed 80% and therapy was on. Patient said handset was difficult to charge and screen had slight cracked. The crack in the handset screen was impacting the patient's ability to use the applications on handset and would need a new handset. Agent sent repair request.